Manufacturer narrative:
No product was returned for evaluation as it was left in-situ. It is unknown if a revision procedure is planned or has occurred. Radiographs provided confirmed a screw fracture. The root cause of the screw fracture is unknown. Labeling review: potential adverse events and complications: "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) ..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." Post-operative warnings: "...damage to the weight-bearing structures can give rise to loosening of the components, dislocation and migration, as well as to other complications. To ensure the earliest possible detection of such catalysts of device dysfunction, the devices must be checked periodically postoperatively, using appropriate radiographic techniques..." H3 other text : no product returned as it is in-situ.

Event description:
On (B)(6) 2018 a patient underwent a spinal procedure at the l5 to s1 vertebral levels. The procedure went as planned with no issues. During the patient's 30 day post-operative visit there were no issues or evidence of any implant failures. Approximately eight to nine months post-operative, the patient began to experience back pain. It was discovered there was a bilateral screw breakage at the s1 level. Prior to this the patient was asymptomatic. The patient's current status is unknown and it is unknown if a revision occurred.